Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced one occurrence of an 810:11 failure code. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be moisture in the channel. To correct the condition the moisture was removed and the device successfully passed air in line testing. If any additional information is received, a follow-up MDR will be sent.